Manufacturer narrative:
(B)(4)

Event description:
New information notes that when the pocket was opened it was noted there was lead to can abrasion on both leads.

Event description:
It was that the patient presented for a lead revision. There was noise seen on the leads and it was reproducible. Patient is dependent but was not symptomatic. There were no other anomalies detected. The leads were explanted and replaced. The patient is doing well and will continue to be monitored.